Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: evidence of moisture behind display lens was found. Display screen is blank. A leak test failed due to case crack leak. Opened pump; evidence of moisture throughout pump internally/on transceiver board/display flex. Crack between case seal and keypad cover; crack between case seal and display lens corner. Two battery compartment cracks below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This is potentially reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.